Event description:
It is reported that patient was implanted with tfn on an unknown date. Post-operatively, patient was fine for the first two checkups. On the third checkup, patient complained of pain. Doctor took x-rays and saw that the helical blade cut through the femoral head. Patient returned to the operating room on (B)(6) 2013 for hardware removal. Patient was revised with total hip. This is 2 of 2 reports for this event.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. A review of the device history record revealed no complaint related anomalies. (B)(4). Date of implant is reported as unknown day in (B)(6) 2012.

Manufacturer narrative:
Device used for treatment and not diagnosis. Part received in good condition. No gross dimensional defects noted. Surface abrasions observed consistent with field use. Based on the observations of the part and all dimensional measurements being acceptable, the part meets specifications. Based on the u.s. Sales and complaint data, this failure occurs infrequently. This failure can be very difficult to predict because in addition to the design, there are other factors that can contribute to the condition; such as bone quality, implant choice, fracture pattern, compliance with post operative mobility, etc. Per the good condition of the implants the implant construct apparently did function for its intended use. The helical blade exhibits evidence that sliding and collapse had taken place. X-rays were not available for evaluation, and thus it is not possible to determine the root cause for the failure for this complaint. The complaint history was reviewed and within the last five years there have been (B)(4) complaints reported in regards to perforation of the femoral head with a helical blade. This is an occurrence rate of approximately (B)(4), equals, unlikely. The severity in this case is a 4 or major; making this complaint risk severe. Risk assessment file was reviewed and does not address this type of event and will be revised to reflect this condition. The update will assure monitoring of the rate of occurrence.